Event description:
The (B)(6) coroner's office called regarding the death of an insulet pt. They were in need of assistance in gathering info from the deceased's pdm. In a f/u call to the medical examiner, (B)(6), she stated that the manner of death was listed as natural and the cause was cardiomegaly. She stated that the deceased's blood glucose results were high the day before his death, but she would need to get approval to provide the exact number. She stated that he died in his home and was not hospitalized. She also stated that she would need approval to provide further info as to whether the deceased had any other illnesses or was taking any other medications. She stated that if she was able to provide any further info, she would send it by email. In a separate f/u call, the medical examiner was asked if the pod and pdm were available to send back for eval. She stated that the pod was disposed of, and that she would see if the pdm was available and could be sent back for eval.

Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's death. The medical examiner stated that the manner of death was listed as natural and the cause was cardiomegaly. No lot qualification records were reviewed, as the product lot number was not provided.